Event description:
It was reported that during percutaneous transluminal angioplasty procedure, balloon rupture occurred. The 80% stenosed lesion being treated was located in the severely tortuous left front arm shunt vein with no calcification. An f/g sterling 4.0 x 40/40 (4f) over the wire balloon dilatation catheter ruptured at 14 atm on the second inflation. The procedure was completed with this same device. The physician noted it was a pinhole rupture. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling balloon catheter was received with no original packaging or other devices. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 1.5cm from the distal edge of the proximal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Event description:
It was reported that during percutaneous transluminal angioplasty procedure, balloon rupture occurred. The 80% stenosed lesion being treated was located in the severely tortuous left front arm shunt vein with no calcification. An f/g sterling 4.0 x 40/40 (4f) over the wire balloon dilatation catheter ruptured at 14 atm on the second inflation. The procedure was completed with this same device. The physician noted it was a pinhole rupture. There were no patient complications reported and the patient status is good.